Event description:
It was reported that the customer was hospitalized. Caller stated that the customer's insulin pump had broken belt clip, button error and battery out of limits alarms. Caller stated that he is concern with his mother insulin pump buttons not working. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.